Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited high thresholds and intermittent loss of capture. As a result the lead was surgically abandoned and successfully replaced. The device was replaced at the same time to avoid any future additional surgeries needed. To date, there have been no adverse patient effects reported.